Event description:
A complaint was rec'd citing a high reading during an episode of hypoglycemia which resulted in intervention by ambulance personnel. Symptoms resolved within thirty minutes after an administration of glucagon. No death or serious injury resulted. No valid laboratory comparisons were provided.